Event description:
Customer reports receiving error 4 message when inserting test strip into meter. The locked freestyle meter was then noted to have switched from locked to unlocked and unit of measure became selectable, though the unit of measure remained in mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed performed investigation on return meter memory overwrite was observed. Customers and retailers have been informed through the famay2006 letter.